Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in fair condition with cracked housing. Event history log review was performed and found evidence of reported problem. The customer reported problem was confirmed. According to the investigation, the motor was activated, and the device went into error 1871 and battery depleted. The investigation reported that the pump fault motor and circuit board caused the reported problem. Investigator replaced the pump fault motor and circuit board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error 1871. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.